Manufacturer narrative:
For the one pending event, the customer clarified they were not using rack adapters for the 13 mm sample tubes. The use of the rack adapter for 13 mm tubes is mandatory. The customer is now using 13 mm sample tubes for the rack adapters and is not having any further issues. The instrument works within specification.

Manufacturer narrative:
Serial numbers continued: (B)(4). For 7 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the investigation is ongoing. The follow up action for 1 event was that the field service engineer completed instrument performance testing. The results were within specification. The tubing was re-aligned, vacuum valves were flushed with bleach, and rinse volumes were adjusted. Controls and precision studies were run. The follow up action for 1 event was that the field service engineer flushed the sample and sipper probes with bleach and distilled water. The follow up action for 1 event was that the field service engineer determined the mixer was not working properly and replaced it. There were no follow up actions for 5 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events. Non-reproducible results were generated by the cobas e 411 immunoassay disk analyzer the events involved a total of 10 patients with the following: 2 patients with questionable results for elecsys ft4 iii assay; 1 patient with questionable results for elecsys hcg test system; 1 patient with questionable results for elecsys hiv combi pt; 2 patients with questionable results for elecsys estradiol iii assay; 3 patients with questionable results for elecsys hcg + beta test system; 1 patient with questionable results for elecsys tsh assay; 1 patient with questionable results for elecsys ft4 ii assay. The patients' ages ranged from 23 - 47 years. There were 2 females.